Event description:
It was reported that the 9800 system had a compatibility and no fluoro error displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The interconnect cable connections were checked during the svc call. The svc call was cancelled. The system was put back into svc.